Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, method codes - additional.

Manufacturer narrative:
(B)(4) date of event - correction, describe event or problem - additional, device available for evaluation - additional, initial reporter information - correction, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on 03/30/2016 to report that they experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2016. Patient stated that they realized their blood glucose (bg) was dropping and ate some jelly beans. The receiver did not alert the patient that his blood glucose (bg) value was at 29mg/dl. The patient was transported to the hospital by emergency medical services (ems) at 8:15am. Ems gave the patient a tube of glucose gel. The patient was admitted to the hospital for hypoglycemia for approximately 45 minutes. Patient reported that during the event, they experienced shaking, being dazed and being confused. Additionally, the patient tested the receiver's audio function and it did not beep. No additional event or patient information was provided.